Event description:
It was reported that, when the surgeon was inserting a 7000 tibial base plate with the tibial impactor/extractor by using a hammer, the inner shaft of the tibial impactor/extractor broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.